Event description:
It was reported that the infusion set deployed as the applicator touched the skin, leading to uncertainty about proper insertion and subsequent difficulty with multiple infusion set deployments from the same lot (lot 6013786), while the site was dry and there were no device alerts or alarms. Symptoms included concern for potential glucose management issues, and the user was advised to monitor blood glucose. Outcomes included troubleshooting and education provided by support, with the user declining additional guidance media and replacement supplies, and no medical treatment or hospitalization. Investigation included review of product use, user feedback, and troubleshooting guidance related to infusion set insertion and connector attachment. Investigation of this case revealed use-related issues consistent with an infusion set deployed incorrectly or an infusion set connector not attached correctly. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device during insertion.